Event description:
It was reported that prior to a procedure, the sterile package was partially opened. The device was not used and will be returned.

Manufacturer narrative:
(B)(4). The tyvek was returned for evaluation without the blister. The tyvek was visually examined and it could be detected that seal transfer had taken place around entire circumference of the package. It appears that package was fully sealed during production at the packaging facility. The complaint event could not be determined. No protocols, defects, non-conformances or quarantine related to complaint issue were noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.